Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that while the syringe was in use, a "piece of tape that was wrapped around someone's finger" came out into the syringe. It was reportedly on the bulb. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the syringe was in use, a "piece of tape that was wrapped around someone's finger" came off, into the syringe. It was reportedly in the bulb. No patient injury reported.

Manufacturer narrative:
Received 1 used irrigation syringe for evaluation. The report event was confirmed as manufacturing related. During the visual inspection, it was noted that a piece of gauze in a finger shape was found inside of the syringe barrel upon return. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe bulb type, non sterile" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the syringe was in use, a "piece of tape that was wrapped around someone's finger" came off, into the syringe. It was reportedly in the bulb. No patient injury reported.